Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Additional event information 3 guns in total. 1st gun (sent back) anvil was docked onto trocar, as the surgeon was closing the device (2-3 turns clockwise, the anvil detached from trocar). Surgeon had to re-introduce the trocar through the rectal stump, unable to align with all layers in the original hole so a new whole was made near the original hole surgeon closed the device again, after 2-3 turns, the anvil detached again from the trocar again. Surgeon removed device and anvil (from proximal lumen), opened another device 2nd cdh29p, purse string new anvil in place, reintroduced into rectum device did work however anastomotic leak test was positive. Miss stated that it was due to the initial ¿holes¿ in the tissue caused by the 1st gun failure miss had to redo anastomosis, this time in the patients mid-lower rectum. 3rd cdh29p gun used to create anastomosis, this was successful patient had to have a defunction ileostomy at the terminal ileum as the procedure was converted to low anterior resection. Additional information was requested, and the following was obtained: what were the indications for surgery? Suspected sigmoid cancer, high grade dysplasia what surgical procedure was performed? Anterior resection (high), converted to a low anterior due to device failure, laparoscopic throughout, requirement to mobilise below faulty anastomosis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes. What healthcare professional fired the device and what is his/her experience with the device? Consultant colorectal surgeon, 4-5 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Hadn't gone into it because the anvil detached both times when closing. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not relevant. Were there any issues with device use/firing? Wasn't able to fire due to disconnection what confirmation was received that the device completed the firing sequence? N/a. Was the green checkmark visible at the end of the firing? N/a. How many counter-clockwise revolutions of the adjusting knob were used to open the device? N/a. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? N/a. Were the donuts inspected? If so, please describe. N/a. Were there any issues noted with staple formation? If so, please describe the shape and location. N/a. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes, surgical course changed, ileostomy bag was not desired outcome. Not a tissue condition problem. Procedure time extended by 90 mins. Patient discharged 2 weeks later. Was a leak test performed? If so, what type and what was the result? Leak tests positive. During second gun firing, as a direct result of first gun re-entering several times, holes were formed. Leak test was positive leading to creating a new anastomosis. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? Leak happened intraoperatively how was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Redid lower rectum anastomosis.

Event description:
It was reported that during an unknown procedure the anvil and gun docked but separated as we closed the staple gun. I had to reintroduce the pin in the rectal stump and made multiple holes. Redid the whole step with a new gun which docked and fired well but there was an air leak presumably due to the multiple holes. I had to resect the anastomosis and red to the whole thing with another gun. I defunctioned the patient which I didn't plan to do. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes and yes.

Manufacturer narrative:
(B)(4). Date sent 10/30/2024. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.